Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd nexiva an undefined blood exposure occurred related to the caps. The following information was provided by the initial reporter: blood exposure with new caps.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4059697. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.